Manufacturer narrative:
Continuation of medical device: 6947 lead implanted: (B)(6) 2003.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for short v-v intervals, unstable impedance and noise. As well, there was possible fracture and oversensing. After opening the pocket, the physician noted possible damage from clavicle crush. The patient's right ventricular (rv) lead had potential clavicle crush, low impedance and insulation damage. The physician chose to switch the patient to a right side system. Both leads were capped and replaced. No patient complications have been reported as a result of this event.